Event description:
It was reported that insulin pump stopped during self test at the sound/audio test. It was reported that insulin pump did not pass. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no audio during the self test due to a broken red transducer wire. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).